Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: the day before yesterday, a patient at one of our mvzs, an easypump lt 100-50-s (48 hours) was not intact. Which I would like to complain about. After about six hours, the pump hours the pump started to drip at the connection point in front of or behind the filter. Dripping. The administration of 5-fu was discontinued accordingly and a further another 24-hour pump (easypump lt 125-25-s) to complete the therapy. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 lot number, expiration date. D9 device returned to manufacturer. H4 device manufacturer date. Device history record (DHR): reviewed the DHR for batch 23b16ged8r, there was no defect encountered during in process and final control inspection pertaining product leakage. Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 23b16ged8r. Investigation results: the returned sample was unclamped and place on white surface for better illustration. No flow was observed. Leakage at the connection point in front or behind the filter as customer mentioned was not observed. White crystalize was observed around the welded area of filter. Whereas the end of triangle tube and the start of microbore tube were blocked with white precipitate. The sample was decontaminated. It was found that both ends (filter inlet and outlet) were blocked. Attempted to fill solution, however the white crystallize was unable to be flushed out or removed as the white residue was all over the fluid pathway. Therefore, the leakage points as customer mentioned was unable to pinpoint as blockage was observed. The sample was unclamped and left overnight to confirm whether there is a flow. As it was observed that the filter was covered with white crystallize before decontamination, it was suspected that the leakage originated from the filter welded area. The white precipitate at the filter surface was removed during the decontamination process. Further investigation was carried on the filter, where red dye was allowed to pass through the filter to pinpoint the leakage location. However, no abnormality was observed from the filter. No leakage was observed from the filter. However, leakage from filter air vent and its welded area has been addressed in an approved project. Conclusion: as the returned sample was blocked, the defect as mentioned was unable to be further investigated. Therefore, this complaint is considered as not confirmed.